Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (4.7 mg/ml at 0.999 mg/day), bupivacaine (18.9 mg/ml at 4.02 mg/day), and baclofen (829 mcg/ml at 176.36 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had no symptoms but the healthcare provider (hcp) noted on a recent scan that the catheter tip had a small granuloma and the catheter tip was also anterior. It was unknown if there were external factors that contributed/led to the event. Diagnostics/troubleshooting that were performed included imaging. The catheter was old so the hcp opted to replace it and place the tip lower at t11. The hcp also replaced the pump as the elective replacement indicator would be in less than 30 months. The issue was resolved at the time of the report. The explanted devices were discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4), implanted: (B)(6) 2011 explanted: (B)(6) 2021. Product type catheter pro duct ID 8711 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2021. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-sep-2012, UDI#: (B)(4) ; product ID: 8711, serial/lot #: (B)(4), ubd: 29-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.